Event description:
It was reported that the touchscreen, powerboard, and sensorboard were defective within 2 years after purchase of the device. There was no patient contact or injury. There was no surgery delay.

Manufacturer narrative:
Integra has completed their internal investigation on 01/12/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the touchscreen were faulty due to an air gap incident. The air gap causes an intermittent contact between the touch surfaces thus causing the failure of the screen to work as reported. The power board was verified as performing to specification during the failure evaluation. The sensor board was verified as defective when the test results were identified as outside specification during the sensor board functional test. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Date of manufacture: mar2013. Service history: there is no service history for cam02 monitor (B)(4). Complaint history for touchscreen: the review encompassed from dates 13-oct-2014 to 11-jan-2016. The review identified this complaint is the (B)(4) complaint reported for touchscreen failure with the root cause identified as an air gap in the touchscreen assembly. Complaint history for power board: the review encompassed from dates 13-oct-2014 to 11-jan-2016. The review identified this complaint is the single occurrence where the monitor log file review did not identify an error code for a power board failure and the power board was verified as performing to specification when the monitor was evaluated. Complaint history for sensor board: the review encompassed from dates 13-oct-2014 to 11-jan-2016. The review identified this complaint is the single occurrence where a sensor board failure passed the initial power up check and subsequently failed during the functional voltage checks test. Root cause: touchscreen: the failure analysis investigation has concluded the root cause of the touch screen failure is due to a partially collapsed air gap, resulting in an intermittent contact between the touch surfaces. Power board: since the complaint incident could not be duplicated and the power board was verified as working to specification no root cause can be established. Sensor board: the root cause of the sensor board failure was identified as the voltage test results were outside of specification thus resulting in the sensor board failure. CAPA has been initiated to address the touchscreen issue.